Manufacturer narrative:
Probe manufacturing records were reviewed and the probe was determined to meet all specification. The probe was returned to neuwave for analysis. The probe was broken at the ~11cm mark on the cannula but the thermocouple wires were intact. The stainless steel cannula exhibited clear signs of excessive force applied. Additionally, CT images were provided to neuwave to aid in the investigation. The CT images show the probe intact upon initial entry into the CT bore and the absence of subcutaneous co2. As the patient advanced further into the CT bore, the probe handle is visible on the CT images and the probe cannula is clearly bent and subcutaneous co2 is visible. These images suggest the probe handle made contact with the CT bore and cause the probe cannula to break, allowing the co2 gas that is used to cool the probe shaft to enter the patient. The certus 140 user manual contains the following warning statement: "prior to moving patient into a CT imager, ensure the placed probes have sufficient clearance from the CT bore. Patient injury can result if the probe handles contact the CT bore while moving the patient in and out of the CT scanner." No additional investigation is planned.

Event description:
Approx 1 pr20 probe was used to ablate an exophytic renal lesion. The probe passed the pre-use test and then placed in the patient and placed in tissu-loc. The patient was then sent into the CT scanner to confirm proper probe placement. The CT image indicated the presence of subcutaneous co2. The physician stopped the tissu-loc function and used an 7 french pigtail to evacuate the co2 from the patient. The probe was broken approximately half way up the cannula, but the thermocouple wires were intact. The case was completed with a different neuwave probe. No patient injury occurred.